Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator "stopped" at some point while in use on a patient. The customer was unable to duplicate the reported issue. It is unknown if there was any patient harm/injury associated with this reported issue.